Manufacturer narrative:
Added information to h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including diabetes mellitus.

Event description:
Through implant patient registry it was learned a 27mm 7300tfx mitral valve implanted three (3) years, eight (8) months, was explanted due to unknown reasons. The explanted device was replaced with an unknown valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was disposed (discarded). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
Through implant patient registry and medical records, it was learned a 27mm 7300tfx mitral valve implanted three (3) years, eight (8) months, was explanted due to calcification and severe mitral stenosis. The explanted device was replaced with an unknown valve. Per medical records, patient presented to hospital for re-do mitral valve replacement due to severe mitral stenosis. On placement of diaphragm stitch there was injury to liver which caused significant hemoperitoneum leading to abdominal compartment syndrome. Given continued blood loss during mitral valve surgery, it was elected to perform exploratory laparotomy with significant blood in the abdomen. There was some hepatic tear potentially from the stitch that explained the bleeding. The abdomen was packed with plans to place athera after the surgery. Patient discharged on pod# 5. Pathology report: prosthetic valve with a clot fragment, valve leaflets are freely movable, and focally calcified.